Manufacturer narrative:
The reported event of ¿lead would not track over wire¿ was confirmed. As received, a complete lead was returned in one piece. The guidewire that was used in the field was not returned for analysis. Visual and x-ray examinations of the lead found that the inner coil at the connector and at proximal region of the lead was offset consistent with procedural damage. The cause of the reported event was due to the offset inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead failed to be advanced over the guidewire because it was stuck. The lead was not used and replaced during procedure. The patient was stable.